Event description:
It was reported that during an implant attempt, the physician experienced difficulty positioning the lead. The lead was removed from the patient and it was discovered that the helix was out of the tip of the lead. The physician tried to retract the helix using the tool but the mechanism was blocked. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.